Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the permissible tolerance in its respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that wählen sie ein element aus. Internal inspection: after dismantling of the valve, no deposits were found in. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx431t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt is not working properly. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a progav 2.0 (#fx431t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt is not working properly. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. The result is still pending due to the lack of approval for the examination.

Manufacturer narrative:
Manufacturing site evaluation: the record of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The approval for examination is not available. Due to this fact a meaningful examination is not possible at the time of this report. Should relevant additional information become available, a supplemental medwatch report will be submitted.